Event description:
It was reported that the customer had a crack by the battery compartment. Customer's blood glucose level was 175 mg/dl. Customer stated that there were cracks around the battery cap. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Findings: pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube near reservoir tube window and broken battery tube threads. No damage on battery cap noted.